Event description:
On inspection prior to use in the patient, the stent was found to be not fully crimped on the balloon. The product was not used in the patient, there was no reported pt injury. Additional information has been requested.